Manufacturer narrative:
The subject device was received for evaluation. The user's claim of image issue was confirmed, which was attributed to the worn scope socket, which caused a poor connection with the scope. In addition, the camera head was found to have bent pin inside. The device was serviced and returned to the user facility. The instructions for use states" in case of video system center failure or malfunction, always keep another video system center in the room ready for use."

Event description:
The user facility reported that they experienced image issues during the preparation for use. The device did not trigger functionality of scope. During the evaluation of the returned device, no image was observed, which was attributed to the bent video connector socket. No patient or user injury reported.

Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. Updates to section h4 and h6. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation uncovered that due to the bent port in the video connector and the chipped port of the scope connector, a communication failure occurred between the scope and the subject device. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: confirm that the connectors on the scope side pin connector of the videoscope cable exera ii are not damaged.